Event description:
Woke up in excruciating pain after inguinal hernia repair with ethicon prolene hernia system on (B)(6) 2007. Six months later, I had a partial mesh removal due to it balling up. I had more removal of the mesh two years ago. I have been in chronic pain since the day the mesh was put in. I have tried everything to get relief from the pain, to no avail.